Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the issue was resolved; the patient was still at the hospital but they were feeling better. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 120 mcg/day) via an implantable infusion pump. It was reported that the patient presented to the emergency room (ER) with increased spasticity. It was noted the pump was supposed to be filled on (B)(6) 2021 but due to a scheduling error the patient was not seen. When the pump was interrogated in the ER, it was supposed to have 0.2ml in the reservoir, but nothing was aspirated. The pump was then filled with new medication at 2000 mcg/ml concentration and a priming bolus was started. The doctor stopped the priming bolus after 0.125ml was dispensed, which equaled 125 mcg. The patient seemed okay and the hcp noted the bolus may have been helpful as the patient had symptoms when they presented to the ER. They were assisted with programming an advanced prime/partial bridge bolus to take place over the next 65 hours. The hcp called back in the next day to state the patient was still experiencing withdrawal symptoms and they wanted to cancel the bolus in progress in order to give the patient a 50mcg single bolus, then run the remainder of the bridge bolus. With this, and "some benzos" given, the patient "looks a little more comfortable." Considerations were reviewed and programming was updated. No further complications were reported.